Event description:
It was reported a patient underwent a breast reduction surgery on (B)(6) 2022 and topical skin adhesive was used. The patient experienced an adverse allergic reaction. 13 days post surgery a rash appeared at the wound closure sites under each breast. Patient had itching and burning. There is a severe rash at the wound closure sites. Physician appointment (B)(6) 2022 to rule out wound site infection. Prescribed steroid cream and 2x each day. Noticed more blisters and the intense itching was increasing each day. Rash spread to abdomen and arm. Dr prescribed prednisone. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information received: did the patient experience a post-op device malfunction? No, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? No, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? A steroid cream was prescribed and a follow-up physician visit is scheduled for (B)(6) 2022, patient status/ outcome / consequences yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe there is a severe rash at the wound closure sites. It was assumed by the patient that it was a reaction to the product dermabond, however she has made an appointment with her primary physician to rule out a possible wound site infection., is the patient part of a clinical study: unknown, device property of hospital, device in possession of :n/a. Additional information has been requested and received. Have you seen a physician or surgeon about this issue? If yes, what did they say about your condition? Was any medication prescribed? Please specify? Was any surgical intervention performed? Please specify? Was a new surgery performed to correct your condition? If yes, date and name of the procedure? If in your possession, may we have a copy of your operative report? I had a 2 week post op visit ( (B)(6)) and at that point, the rash was there but not significant. My doctor(when I reference doctor I mean my surgeon) prescribed steroid cream and I applied it liberally 2x each day. I noticed more blisters and the intense itching was increasing each day. I spoke the doctor on (B)(6) and he prescribed a prednisone packet to being friday morning. I was instructed to continue with the steroid cream along with this oral steroid. I had another follow up appointment for (B)(6)to ensure the rash was responding to the steroids and another issue unrelated to this. By monday, the rash and blisters and itchiness had subsided quite a bit on my breast incision sites but I noticed a rash beginning under my breast area, on my abdomen. I had just finished the oral steroids that day so was not overly concerned. By tuesday, the rash was extreme just as it had been on the incision area. I put in a call to my surgeon and he prescribed another round of oral steroids (prednisone) and continued use of the steroid cream. In addition to the area on my stomach, I have a patch of blisters/a rash on the inside of my upper left arm. My incision site seems to have been a bit compromised as a result of this allergic reaction and my wounds are taking longer to heal. Because of the blisters, there has been more drainage and blood oozing from the incisions. During the day, I am able to ensure I do not scratch the areas as I do not want them to get infected but night time is a challenge. I wake up several times a night and have to get up and apply more cream just to ensure I do not aggrevate the area further. I do have a few pictures taken of the outbreak on my abdomen and arm. I have not had to have any additional surgeries or repair (yet) and hope this will be the last outbreak. One unusual bit of information is I continue to find bits and pieces of the dermabond still attached to my skin. Each time I shower, I work to ensure it has been removed as that was the recommendation but there are small portions I cannot get off and they are stuck in the folds of my incisions. I hope this helps you with gathering information and noting the challenges I have faced. I also hope this is the last outbreak as I am 4 weeks post op tomorrow and still cannot wear my regular clothes due to the blisters and oozing from them. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?.

Manufacturer narrative:
(B)(4). Additional information received: did the patient experience a post-op device malfunction? No, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? No, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? A steroid cream was prescribed and a follow-up physician visit is scheduled for (B)(6) 2022, patient status/ outcome / consequences yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe there is a severe rash at the wound closure sites. It was assumed by the patient that it was a reaction to the product dermabond, however she has made an appointment with her primary physician to rule out a possible wound site infection., is the patient part of a clinical study: unknown, device property of hospital, device in possession of :n/a. Additional information has been requested and received. Have you seen a physician or surgeon about this issue? If yes, what did they say about your condition? Was any medication prescribed? Please specify? Was any surgical intervention performed? Please specify? Was a new surgery performed to correct your condition? If yes, date and name of the procedure? If in your possession, may we have a copy of your operative report? I had a 2 week post op visit ( (B)(6)) and at that point, the rash was there but not significant. My doctor(when I reference doctor I mean my surgeon) prescribed steroid cream and I applied it liberally 2x each day. I noticed more blisters and the intense itching was increasing each day. I spoke the doctor on (B)(6) and he prescribed a prednisone packet to being friday morning. I was instructed to continue with the steroid cream along with this oral steroid. I had another follow up appointment for (B)(6)to ensure the rash was responding to the steroids and another issue unrelated to this. By monday, the rash and blisters and itchiness had subsided quite a bit on my breast incision sites but I noticed a rash beginning under my breast area, on my abdomen. I had just finished the oral steroids that day so was not overly concerned. By tuesday, the rash was extreme just as it had been on the incision area. I put in a call to my surgeon and he prescribed another round of oral steroids (prednisone) and continued use of the steroid cream. In addition to the area on my stomach, I have a patch of blisters/a rash on the inside of my upper left arm. My incision site seems to have been a bit compromised as a result of this allergic reaction and my wounds are taking longer to heal. Because of the blisters, there has been more drainage and blood oozing from the incisions. During the day, I am able to ensure I do not scratch the areas as I do not want them to get infected but night time is a challenge. I wake up several times a night and have to get up and apply more cream just to ensure I do not aggrevate the area further. I do have a few pictures taken of the outbreak on my abdomen and arm. I have not had to have any additional surgeries or repair (yet) and hope this will be the last outbreak. One unusual bit of information is I continue to find bits and pieces of the dermabond still attached to my skin. Each time I shower, I work to ensure it has been removed as that was the recommendation but there are small portions I cannot get off and they are stuck in the folds of my incisions. I hope this helps you with gathering information and noting the challenges I have faced. I also hope this is the last outbreak as I am 4 weeks post op tomorrow and still cannot wear my regular clothes due to the blisters and oozing from them. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 clinical codes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent. To surgeon: please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.